Event description:
The pt reported that the infusion device does not properly display e4 (occlusion) error and that the error is delayed. On (B)(6) 2012, her blood glucose measured 540 mg/dl and her ketone level was ++. Her normal blood glucose level is 120 mg/dl. She changed the infusion set and injected 8 units of insulin via pen and bolused 10 units of insulin through the infusion device. At 1:21 pm her blood glucose measured 467 mg/dl with a ketone level of + and she ate 8.9 be, injected 13.5 units of insulin via pen, and changed the infusion set headset. At 7:27 pm she noticed the infusion tubing had blood in it and her blood glucose level was high (value not provided). She changed the headset and tubing and after priming 2 units of insulin e4 was displayed. Symptoms of elevated blood glucose were feeling tired, dry mouth, and headache. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.